Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded, t-shaped, coiled device within the endometrial cavity"), device expulsion ("embedded, t-shaped, coiled device within the endometrial cavity") and pelvic pain ("pain") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bleeding withdrawal (contraceptive) and endometrial ablation. Concurrent conditions included congenital fallopian tube anomaly, stress, anxiety, lower abdominal pain, nabothian cyst, fever, depression and dysfunctional uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 1 year 2 months after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy and excision of left fallopian tube.) And surgery (removal of essure). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, device expulsion, pelvic pain, migraine, headache, allergy to metals and fatigue outcome was unknown. The reporter considered allergy to metals, device expulsion, embedded device, fatigue, headache, migraine and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2011, catheter was attempted in right fallopian tube and catheter would not advance at all though os. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2011: partial visualization of bilateral essure devices. On (B)(6) 2012, pathology test revealed that near the top of the fundus towards the left fallopian tube ostium, there was an embedded, t-shaped, coiled device within the endometrial cavity. Endometrium: proliferative endometrium, benign. Essure device identified. Left essure device could be noted in the left cornual reflection of tube. On (B)(6) 2011, endometrial biopsy was done for dysfunctional uterine bleeding. Concerning the injuries reported in this case, the following one was described in patient's medical record: embedded device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New event added- fatigue, migraines, headaches, nickel allergy and embedded, t-shaped, coiled device within the endometrial cavity. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded, t-shaped, coiled device within the endometrial cavity'), device expulsion ('embedded, t-shaped, coiled device within the endometrial cavity') and pelvic pain ('pain') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding withdrawal (contraceptive) and endometrial ablation. Concurrent conditions included congenital fallopian tube anomaly, stress, anxiety, lower abdominal pain, nabothian cyst, fever, depression and dysfunctional uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy/nickel allergy"), fatigue ("fatigue"), pyrexia ("fever"), ovarian cyst ("right ovarian cyst"), abdominal pain ("abdominal pain") and cervical cyst ("cervix -nabothian cyst"). The patient was treated with surgery (hysterectomy and excision of left fallopian tube., oopharectomy done on (B)(6) 2016 and removal of essure). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, device expulsion, pelvic pain, migraine, headache, allergy to metals, fatigue, ovarian cyst, abdominal pain and cervical cyst outcome was unknown and the pyrexia had resolved. The reporter considered abdominal pain, allergy to metals, cervical cyst, device expulsion, embedded device, fatigue, headache, migraine, ovarian cyst, pelvic pain and pyrexia to be related to essure. The reporter commented: on (B)(6) 2011, catheter was attempted in right fallopian tube and catheter would not advance at all though os. She received treatment for pelvic and abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(unspecified ): yes. Result: other. Pathology test - on (B)(6) 2012: results: embedded, t-shaped, coiled device within endometri near the top of the fundus towards the left fallopian tube ostium, there was an embedded, t-shaped, coiled device within the endometrial cavity. Endometrium: proliferative endometrium, benign. Essure device identified. Left essure device could be noted in the left cornual reflection of tube. On (B)(6) 2011, endometrial biopsy was done for dysfunctional uterine bleeding.. Ultrasound scan vagina - on (B)(6) 2011: results: partial visualization of bilateral essure devices. Concerning the injuries reported in this case, the following one was described in patient's medical record: embedded device. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: events: cervix -nabothian cyst, abdominal pain, right ovarian cyst, fever were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded, t-shaped, coiled device within the endometrial cavity'), device expulsion ('embedded, t-shaped, coiled device within the endometrial cavity'), pelvic pain ('pain') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included galactorrhea on (B)(6) 2012, ectopic pregnancy in 1997, bleeding withdrawal (contraceptive) and endometrial ablation. Previously administered products included for contraception: mirena from 2007 to 2009; for an unreported indication: ortho micronor from (B)(6) 2010 to (B)(6) 2011. Concurrent conditions included congenital fallopian tube anomaly, stress, anxiety, lower abdominal pain, nabothian cyst, fever, depression, dysfunctional uterine bleeding and polycystic ovarian syndrome. On (B)(6) -2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy/nickel allergy"), fatigue ("fatigue"), the first episode of pyrexia ("fever"), ovarian cyst ("right ovarian cyst,reproductive system disorder or condition type of disorder or condition"), abdominal pain ("abdominal pain"), cervical cyst ("cervix -nabothian cyst,"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and the second episode of pyrexia ("experience fever of unknown origin"). The patient was treated with surgery (ablation, hysterectomy and excision of left fallopian tube., oopharectomy done on (B)(6) 2016 and removal of essure). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, device expulsion, pelvic pain, vaginal haemorrhage, migraine, headache, allergy to metals, fatigue, abdominal pain and menorrhagia outcome was unknown and the ovarian cyst, cervical cyst and the last episode of pyrexia had resolved. The reporter considered abdominal pain, allergy to metals, cervical cyst, device expulsion, embedded device, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage, the first episode of pyrexia and the second episode of pyrexia to be related to essure. The reporter commented: on (B)(6) 2011, catheter was attempted in right fallopian tube and catheter would not advance at all though os. She received treatment for pelvic and abdominal pain removal daet descripensy (B)(6) 2016 procedure: hysterectomy with bilateral salpingectomy unilateral oopherectomy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(unspecified ):yes result: other. Pathology test - on (B)(6) 2012: results: embedded, t-shaped, coiled device within endometri near the top of the fundus towards the left fallopian tube ostium, there was an embedded, t-shaped, coiled device within the endometrial cavity. Endometrium: proliferative endometrium, benign. Essure device identified. Left essure device could be noted in the left cornual reflection of tube. On (B)(6) 2011, endometrial biopsy was done for dysfunctional uterine bleeding.. Ultrasound scan vagina - on (B)(6) 2011: results: partial visualization of bilateral essure devices.. Concerning the injuries reported in this case, the following one was described in patient's medical record: embedded device. Most recent follow-up information incorporated above includes: on 25-jun-2020: plaintiff fact sheet revived, new reporter, event abnormal bleeding (vaginal, menorrhagia),experience fever of unknown origin,patient historical , concomitant condition and historical medication added.fu 3 and 4 processed together. On 24-feb-2020: fu 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.